Event description:
On (B)(6)2012, the lay user/ patient contacted lifescan (lfs) alleging an issue with her onetouch ultra2 meter testing in the settings mode. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6) 2012. The patient manages her diabetes with oral medications (type/ amount not specified). It is not known if the patient made changes to her usual diabetes management routine. The patient claims she felt a symptom of sweaty due to the alleged issue. The patient took glucose tablet/ glucose gel as treatment. The patient denied testing on another device. At the time of troubleshooting, the cca educated the patient on the correct testing procedure and walked through a retest to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury due to the alleged meter issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.